Event description:
Caller alleged false negative hcg results for one pt. Pt came in with abdominal pain. Negative results on the cardinal hcg combo test, and also on a competitor's hcg test (type not given). Quant was 65,312. Pt is believed to be approx 3 months pregnant. Customer called back on (B)(6) 2012 to request testing for fractionated hcg in two samples (same pt). The customer tried diluting the samples up to 1:1000 and still received a negative result. The customer will send two samples. One of the samples went through one freeze thaw.

Manufacturer narrative:
Investigation pending.